Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. On the incident day at 11:10 am the user's accu-chek aviva expert meter produced a blood glucose result of 6.4 mmol/l, the meal was 29 grams of carbs, and the meter advised the patient 50 units of insulin. At 12:00 pm the meter produced a blood glucose result of 13.2 mmol/l, the meal was 7 grams of carbs, and the meter advised the patient 50 units of insulin. The user did not follow the bolus advice, no adverse event was reported.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.